Event description:
The physician reported during a procedure, before positioning the coil for an aneurysm, he noticed irregularities on the introducer sheath as the coil was being positioned. The physician also reported difficulty with the progression of the coil in the valve. Several deployment attempts were made, and in the end, the coil broke and separated into two parts in the microcatheter. Both the coil and the microcatheter were removed successfully. The patient suffered no adverse effects as a result of the phenomenon.

Manufacturer narrative:
Evaluation summary: boston scientific conducted a review of the device history record (DHR). No issues or discrepancies were found which could potentially relate to this complaint. The device history record (DHR) review confirms that this device met all material, assembly and performance specifications. Boston scientific will follow up with the hospital for the event date. Boston scientific requested additional information from the hosptial. The responses obtained verified that in the sheath irrigation/wetting was performed and a drop of saline did appear from the proximal end of the dispenser coil. The coil was inspected prior to use and no abnormalities were noticed. An excelsior sl-10 micro-catheter was used during the procedure. It was also confirmed that the vasculature was not particularly tortuous and that there was friction felt as the coil was advanced through the catheter and vasculature. In addition, the responses obtained confirmed that irregularities were noticed on the introducer sheath as the coil was being positioned. The sales representative was not in the room at the time of the procedure, but is reported as having stated that the facility involved has experienced physicians who are used to using boston scientific coils, but that "they might have retrieved the coil from the shaft a bit too fast.." When the returned sample was investigated, it was observed that the coil had detached from the pusher wire and that the coil was in the twist lock section of the introducer sheath which would have caused the friction experienced by the physician. The coil itself was returned intact, and had not separated. The portion of the coil that had been stretched could have been caused by an attempt to retract the coil as it was stuck in the twist lock mechanism. As the unit was inspected prior to use and no abnormalities were noticed the kink in the introducer sheath most likely occurred during procedure. As per the responses obtained from the sales representative most likely root cause is related to a use error.